Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The following medical device 'primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm' reportedly leaked 30 minutes into a patient's immunotherapy infusion out of the top vent of the filter. The patient noticed his arm was wet and notified staff. The staff observed bubbling and dripping of fluid at this location. A spill protocol was enabled and the patient was monitored for exposure effects. Nil noted. There was no arm/skin tenderness or redness reported. In addition, the customer also stated that the patient did not receive the full dose of the medication prescribed. Medication in use at the time was relatlimab and nivolumab. The product was not reprocessed or re-sterilized prior to use. There was an unspecified delay in the patient's therapy. No further information is available at this time.